Event description:
Caller reported that the pump unexpectedly displayed the reset screen. There was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. Customer was informed that the reset was a safety feature built into the pump, ensuring it functioned as intended. The caller was educated on necessary actions following a reset, such as manually restarting dexcom cgm sessions and reloading cartridges. The customer understood and successfully resumed insulin use.